Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 151 mmol/l, and the repeated result was 145 mmol/l. Patient 2: the initial na result was 149 mmol/l, and the repeated result was 139 mmol/l. The repeated results were believed to be correct. The samples were repeated because the customer questioned the high results.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.